Event description:
It was reported that a spectrum pump on and off without user input. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported symptom, which was not reproduced, the messaged were confirmed through a review of the event history log. Eval found a fully depressed battery contact pin unable to rebound as designed. The back flex (including the contact pins) was replaced. The back flex was replaced.